Event description:
It was reported that the micro sagittal saw was leaking an oil-like substance during an unk procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Corrosion was discovered within internal components of the device.